Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly. Customer's blood glucose was unknown. Device will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio or vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.